Event description:
It is reported that a 90 yr old female was undergoing an arthroscopic procedure on leg (type ?) And developed an extravasation with fluid build up and swelling from the knee to lower abdomen. Pt was admitted for observation. No surgical intervention required. It is alleged that during the procedure some difficulty was encountered with the "stop" function button. User info is very vague with limited info regarding specific details of the event. It is reported that the "stop" button was not working. There are two "stop" buttons, one on the console and one on the remote control. No info could be obtained regarding which "stop" button did not work. This occurrence prompted the user to use two devices during the same procedure/event. The two devices used are: 83000-01965 = MDR#1017294-1999-00017, 83000-02109 = MDR#107294-1999-00018; both pumps were used during the same event and same procedure. It is reported that both pumps displayed the same problem. No pressure sensing sheath was used. Requested that tubing, remote control and pump be returned.